Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. Patient¿s atrial, right ventricular and left ventricular leads were explanted. A temporary right ventricular lead was placed. On (B)(6) 2018, patient¿s implantable cardioverter defibrillator and the temporary right ventricular lead were explanted and patient was implanted with a new system. No further information was reported.